Event description:
It was reported to boston scientific corporation that a gold probe was used during a colonoscopy procedure performed on (B)(6) 2009 (patient over 18). According to the complainant, during the procedure, the probe failed to cauterize. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)